Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the solenoid valve required. Service proposal for part replacement was provided to the customer. The customer bme ordered and was supplied a solenoid valve for replacement as recommended. However, repair success and the final disposition of unit could not be confirmed. Multiple attempts were made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a proximal pressure auto-zero failed message occurred on the v60 ventilator. The device was not in clinical use; no patient involvement confirmed. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the solenoid valve required. Service proposal for part replacement was provided to the customer. The investigation is ongoing.